Event description:
Disposable trunode handpiece ref:120-807605 not working. Handpiece turning on and talking to tablet but not picking up nuclear medicine over patient. Tried new tablet but had to change out handpiece.